Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a f/u report will be submitted.

Event description:
It was reported that they are unhappy with sphb test results on the pronto-7. It has become extremely sensitive and it is not possible to obtain hemoglobin results on patients. Add'l info was made available on (B)(6) 2014: in general the pronto 7 is sensitive to motion. The customer stated that it was giving inaccurate readings. No pt incident was reported.